Event description:
(B)(4). According to the information received, an end user reported that he noticed that the tip of a catheter was bent. He pulled the tip straight and inserted the catheter. The user stated when he pulled the catheter out the tip was bent again and blood was coming from the urethra. He reported that the bleeding stopped and he did not seek medical intervention.

Manufacturer narrative:
Product has been requested but as of to date no product has been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product has been requested but as of to date no product has been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted. Follow up 1: the device was returned and evaluated. Evaluation concluded that the tip of the catheter was bent therefore this complaint is confirmed as reported.

Event description:
(B)(6). Date of event: best estimate (B)(6) 2013. According to the information received, an end user reported that he noticed that the tip of a catheter was bent. He pulled the tip straight and inserted the catheter. The user stated when he pulled the catheter out the tip was bent again and blood was coming from the urethra. He reported that the bleeding stopped and he did not seek medical intervention.